Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed around the header of the dialyzer and the machine alarmed. Estimated blood loss was 300cc's. Patient was administered i.v. Antibiotics and patient was stable. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation and clinical investigations have not yet been completed. A follow up report will be filed upon completion of the investigations. This report will be filed as a serious injury due to lack of information on if the i.v. Antibiotics administered to a patient were prophylactic.